Event description:
Physicians were placing catheter in aneurysm and noticed they could not see the distal tip of catheter. The catheter was removed and another one was used. No patient injury reported.

Manufacturer narrative:
The returned catheter was evaluated visually and functionally where possible. Confirmed the distal marker band and tip are missing. Production lot history review did not reveal any non-conformances that would have contributed to the reported event. The product met the acceptance criteria prior to release. The tip detachment likely occurred in removing the device from the packaged. This can occur when the user misunderstands how to remove the device from the tip protector.